Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, although the reported cracked lens was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dent and bent on outer tube, loose light guide adaptor, cracks on all side of video connector, bent outer tube and big dent on distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely cause of the additional reportable findings and damaged distal end is due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope presented a cracked lens. This event occurred during reprocessing. There were no reports of patient involvement.